Event description:
A caller reported encountering a cgm error 42 with their device. No adverse impact was reported to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, but the error persisted, prompting the decision to replace the pump, as it was still under warranty. The customer was guided to switch to multiple daily injections as a backup therapy. Technical support confirmed the shipping address for the replacement, instructed the caller on how to put the pump into storage mode, and explained the process for returning the problematic pump with a pre-paid label within ten days, which the caller understood and acknowledged.